Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up in-clinic, low, out-of-range high voltage (hv) impedance resulting in aborted hv output was observed on the right ventricular (rv) lead. Diagnostic imaging was performed, and conductor externalization was confirmed. The rv lead was successfully capped and replaced. The patient was stable with no adverse consequences.